Event description:
It was reported that this pacemaker was discovered to be in safety mode. The device was subsequently explanted and replaced without complication. The pacemaker is expected to be returned. No additional adverse patient effects were reported. Additional information received indicated that the patient had been urgently admitted to the hospital on (B)(6) 2025, with syncope and loss of capture (documented in the ambulance) prior to the device replacement. The rate of battery depletion was also questioned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. The device was subsequently explanted and replaced without complication. The pacemaker is expected to be returned. No additional adverse patient effects were reported.